Manufacturer narrative:
(B) (4). (B) (4). Indicator wheel failure. Eval summary: device a was returned in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was noted to advance beyond its intended position. No clip formation or jamming issues were noted during testing. Device b was returned in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended. Neither clip formation nor jamming issues were noted during testing. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is intended on a regular basis to determine if further investigation is warranted. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during an unk procedure, the device fired correctly once. Subsequent clips scissored and stuck in the tissue. A second device was opened and the same event occurred. They completed the procedure with another device. No pt consequence.